Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 503 mg/dl and 297 mg/dl. The customer also stated that they had symptoms like nausea. Customer stated that they was not getting enough amount of insulin. Customer was performed displacement and self test and insulin pump was functioning well. The insulin pump will not be returned for analysis.